Event description:
It was reported that the physician¿s handheld device froze after performing an interrogation. A hard reset was attempted but was unsuccessful and sent to device to the screen alignment page. The physician subsequently stated that the handheld was ¿ok.¿ attempts for additional relevant information will be made.